Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a knife which originated from packaging that was different than before was dull during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clarification was received that the patient experienced a corneal abrasion that received a dressing. Additional information has been requested.